Event description:
Reporter stated the customer has experienced severe hypoglycemia following bolus delivery. His blood glucose has decreased to 40 mg/dl, and he has lost consciousness on 3-4 occasions. His wife has treated him with a glucagon injection. The infusion device was evaluated, and no malfunction was identified.

Manufacturer narrative:
The event occurred in (B)(6).